Event description:
Berlin heart gmbh clinical affairs was informed by the italian distributor on 2025-07-08 that a patient with excor blood pump pu valves; 10 ml in/out; ø 6 mm; suffered cerebral hemorrhage and was deceased on (B)(6) 2025. The patient's death was not caused by a thrombus in the excor pump. It was due to a series of complications / events.

Manufacturer narrative:
The lvad excor blood pump pu valves; 10 ml in/out; ø 6 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until it was removed from the patient on (B)(6) 2025. The event occurred on (B)(6) 2025, which is (13 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.